Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was cut. It is unk how the hose became damaged. The hose assembly was replaced and add'l preventative maintenance was also performed. The device was returned to the user facility.

Event description:
During a device eval conducted at the MFR, a cut was discovered in the hose portion of a pneumatic drill. The event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported and no adverse consequences alleged with this event.